Manufacturer narrative:
Concomitant medical products: 419478 lead implanted: (B)(6) 2006; 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, t-wave oversensing was noted to have occurred on a stored episode nearly 2 years earlier. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.